Event description:
(B)(4) clinical study. It was reported that restenosis occurred. In (B)(6) 2013, the patient presented due to asymptomatic ischemia. Subsequently, the index procedure was performed. The 90% restenosed, non-occluded, 10x2.25mm, concentric, type b1, diffused lesion of more than 2cm in length, with <=45 degree bend and timi 3 flow target lesion was located in the non-calcified and non-tortuous mid circumflex (cx) artery. The lesion was treated with pre-dilation and placement of a 2.25x28mm promus element¿ plus stent at 8 atmospheres. Following post dilatation, residual stenosis as 25% and timi 3 flow was restored. Three days post procedure, the patient was discharged from the hospital. In (B)(6) 2015, the patient presented due to coronary restenosis in the proximal circumflex (cx), 2nd obtuse marginal and distal left anterior descending artery. The lesions were treated with percutaneous coronary intervention (pci) and coronary artery bypass graft (CABG). The out come was good and patient's status was good.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).